Event description:
During the procedure the balloon of this device was defective. Reportedly, the balloon failed to inflate completely. The pt is reported as fine and the device is being returned for co's analysis.